Manufacturer narrative:
Concomitant product 186-1100, 186-1100 cn bis vista monitor, vt70076 185-1014-ams, bisx rohs w/host cable, b250200 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use, the waveform was disordered and irregular and the signal could not be detected normally. The screen showed garbled characters. The device was immediately discontinued and replaced. There was no patient harm.